Event description:
It was reported that the tip of the implant holder is broken. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Our investigation has shown that the tip of the implant holder is indeed broken off and is still stuck in the peek implant. The broken surface is homogenous which indicates product and material conformity. Unfortunately we are not able to comprehend how this breakage occurred. We do suppose though that the implant may have been screwed on too tight during insertion and seized up. The implant holder could not be disengage fully the tightly held implant and finally the tip broke as a result of using too much force. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. As it is supposed that the tip broke off the device as a result of using too much force to disengage the implant, this device failure is related to the conditions of use and operational context contributed to this event.